Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted inmarch 2003, and it was explanted on november 15, 2006 for elective replacement indicator. Premature battery was suspected.